Event description:
The intra-aortic balloon pump was set at 1:1. At 0820, there was an alarm for "check catheter." The pump had turned itself off. Blood was noted in the balloon tubing. The balloon was removed and pressure was held to the groin site. Distal pulses assessed with doppler.